Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician that a lvad exchange was going to be performed on (B)(6), 2012 due to flow obstruction. The echo taken revealed that the inflow was against the lateral wall. He stated that the pt had lost 50 lbs and that the pump had moved. The pt is having congestive heart failure (chf) symptoms. The MFR received add'l info confirming that the lvad exchange tool place on (B)(6), 2012, however the following day, the pt was continuing symptoms of chf and a decision was made by the family to withdraw care.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.